Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report air bubbles in the reservoir. The customer's reading was unknown. The customer did not complete all troubleshooting. The customer was advised to monitor the insulin pump. Nothing was replaced or returned for analysis.